Manufacturer narrative:
This report originally filed as 1119421-2023-02074 a sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, the surgeon mentioned that after placing the iol in the bag, one of the haptics stuck to the optic. When pushed it came loose, but the imprint was remained. Additional information has been received that there was no health consequences to patient.

Manufacturer narrative:
A photo was provided of an implanted single-piece lens. A mark is observed near the center of the optic. This appears to be a on the anterior surface. A determination for the cause of the mark cannot be made from the provided photo. The complaint indicates the use of non company product as a viscoelastic, which is not qualified to be used with the associated model iol. Based on our observation of the attached photo, a mark/ line is visible over the iol optic. Reported haptic stuck to optic cannot be confirmed. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Investigation has been completed based on current information. No further action is warranted at this time. Based on our trend analysis, there are no adverse trends identified for this complaint and based on these findings the residual risk remains at an acceptable level. The manufacturer internal reference number is: (B)(4).